Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc freestyle libre 2 sensor. A customer reported receiving an unspecified low sensor scan as compared to a result of 57 mg/dl obtained from an unspecified blood glucose meter. The customer further reported being hypoglycemic and experienced a seizure and was unable to self-treat. A non-hcp-provided customer with oral glucose as treatment and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc freestyle libre 2 sensor. A customer reported receiving an unspecified low sensor scan as compared to a result of 57 mg/dl obtained from an unspecified blood glucose meter. The customer further reported being hypoglycemic and experienced a seizure and was unable to self-treat. A non-hcp-provided customer with oral glucose as treatment and no further information was reported. There was no report of death or permanent injury associated with this event.